Event description:
Event occurred regarding chemolock injector bulk non-sterile, where it was reported that there was film-like debris. There was a piece of gelatinous film-like layer on the surface of poppet. The issue was detected during inspection. A sample photo was provided showing the film-like debris on the surface of the product. The quantity affected is 1.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
A photo where an unknown anomaly at the surface of the poppet is noted, the conditions look like gelatinous, no additional anomalies are noted. Although, the complaint of a particulate matter on item 01c-cl2000-3ns cannot be confirmed, since there is not enough evidence to confirmed based on the photo, an unknown anomaly that appears to be residual at the poppet surface was noted. However, without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.